Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device triggered elective replacement indicator (eri) only 21 days after a remote transmission indicated a device battery life of 11 months. A review of the product performance information showed that the capture management had increased device outputs and eri triggered soon thereafter. A device replacement procedure is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, ate of birth. If information is provided in the future, a supplemental report will be issued.